Event description:
During verification testing at the service center, it was noted that the ground prong of the ac power cord was bent.

Manufacturer narrative:
During testing the ground prong on the ac power cord plug was found to be bent. As indicated, the device has been identified as port of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.